Event description:
Enterococcus faecalis infection with vegetation on the ra lead. Leads were removed and not replaced. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).